Event description:
It is reported that during surgical preparation for a shoulder prosthesis, the drill bit broke in bone. The broken tip is reported to remain in the pt. The remaining segment of drill is currently at the clinical facility. Release for examination has been requested. Device lot number has not been reported. This is a report of an unanticipated foreign body. Reference user facility report 0504240000-2010-8015. (B)(4).

Manufacturer narrative:
The drill bit is a class 1 reusable surgical tool.